Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery complaint was received regarding not receiving the replacement adc device, but initially due to the device detaching an unknown specified amount of time. As a result, on (B)(6) 2022, the customer had a loss of consciousness and was provided an injection of glucose by a healthcare professional for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.